Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has received the suspect device for evaluation. When the results of investigation become available, a supplemental will be submitted.

Event description:
It was reported to vyaire that the lap top ventilator 1200 was alarming ventilator inoperable (inop). The customer confirmed that there was no patient involvement associated with the reported issue.